Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. Customer also indicated that calibration errors were received during normal use. The customer's blood glucose level was in the 140 and 150 mg/dl range and sensor was reading 250 or 260. The customer was advised about the proper calibration and insertion techniques. Dining troubleshooting, the customer indicated that one time, the sensor was reading high was 338 and treated based off the sg reading, which caused their blood glucose to drop to 50 mg/dl. The customer suspended the insulin pump and treated with food. Troubleshoot for the low was declined. The product will not be returned for analysis.